Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Sent. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, opening on valve. Leak test and microscopic analysis were performed which identified: crack opening, striated opening and white particles in the shell. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consistent in the use of some surgical tool and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.